Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon product (ethibond suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (ethibond suture) used in this procedure? Citation: journal of endourology case reports. 2016; 2(1): 1¿2. (B)(4).

Event description:
It was reported via journal article title:" operating endoscopically with ¿¿two hands¿¿ to remove calcified permanent suture after pyeloplasty" authors: sean mcadams, md, robert m. Sweet, md, james kyle anderson, md citation: journal of endourology case reports. 2016; 2(1): 1¿2. Doi: 10.1089/cren.2015.0031. The authors describe a combined percutaneous and endoscopic approach to remove encrusted permanent suture in the renal pelvis that was placed during pyeloplasty repair. A 30-year-old female presented to the authors with 7 years of left flank discomfort that was worsening over the past several months. Her history was significant for left congenital ureteropelvic junction (upj) obstruction for which she underwent a laparoscopic dismembered pyeloplasty at an outside institution at age 20 with a use of an ethibond non-absorbable braided polyester suture (ethicon) that was placed in the renal pelvis. Computed tomography scan showed left hydronephrosis and irregular calcifications at the left upj. An endoscopic suture removal in the renal pelvis was done using percutaneous access and a split-leg prone position. A ureteral stent was left postoperatively. The encrusted suture material in the renal pelvis was determined to be ethibond non-absorbable braided polyester suture. The patient was pain free at 6 months follow-up. It was reported that non-absorbable suture should not be used for reconstruction in the urinary tract, including pyeloplasty surgery because it may serve as a nidus for future stone formation. One should consider foreign body a possible etiology for stone formation in patients with non-dependent renal pelvis stones and previous pyeloplasty surgery.